Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts and error message was displayed temporarily. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. There was no image and an e315 error was displayed due to fluid invasion in the scope connector and body control unit. The scope was aerated, but the image was distorted and the charged coupled device (ccd) shrink tube was split and cut. Also, evaluation found the instrument channel was leaking, the distal end plastic cover was chipped and had excessive scratches, the bending section cover adhesive was chipped, lifted and scratched, the bending section failed the electrical safety test, the insertion tube had minor dent and scratches, and angulation was reduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the screen of the evis exera iii bronchovideoscope went black when the scope was flexed and an e315 unsupported scope error message was displayed. The issues occurred during reprocessing. The date the issue occurred was unknown. There was no reported patient harm or impact due to this event.